Event description:
It was reported that the pump had beeped occlusion. There was unknown patient involvement. No patient harm/adverse event was reported.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was damaged/detached. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and the dso sensor was defective. The dso seal and dso sensor were replaced.